Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle had delivery issues. The following information was provided by the initial reporter translated from (B)(6) to english : the user reported that the drug solution did not come out.

Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle had delivery issues. The following information was provided by the initial reporter translated from japanese to english : the user reported that the drug solution did not come out.

Manufacturer narrative:
H.6. Investigation summary: one open 32g x 4 mm pen needle sample and three photos were returned from lot. No. 1055342, cat. No. 320559. A clog test as per q-sop-183-dl was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.